Event description:
It was reported that the patient underwent a left shoulder replacement. Over time, the patient experienced multiple dislocations. The glenoid baseplate was positioned in approximately 3° of superior inclination, and it was suggested that the glenosphere may have been undersized. These factors likely contributed to notching of the inferior aspect of the glenoid. Due to dissatisfaction with the superior inclination of the baseplate and the concern that alternative adjustments would be ineffective, the surgeon elected to remove all implanted hardware. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 315-35-00 - glnd kwire (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray + 0 (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). A10012 - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.